Manufacturer narrative:
This is 1 of 2 mdrs relating to the same reported event. Please also see MDR numbers:2242816-2011-00089.

Event description:
It was reported that during an acdf, it was noticed upon final tightening that one of the screws had a piece of the inner shaft from the inserter lodged in the screw head. The screw was removed and replaced. No fragments were left in the patient. Patient outcome: no adverse effect reported as a result of this event.